Manufacturer narrative:
Additional information was received indicating that the infusion was life sustaining. Serial numbers (B)(4) and (B)(4) were provided; however, the serial numbers do not match any pumps currently listed in smiths medical's database.

Event description:
Information was received indicating that a smiths medical cadd ms3 exhibited beeping alert. Subsequently, the patient used a backup pump. No patient consequences were reported. No adverse effects were reported.